Manufacturer narrative:
One 8.5f fast-cath introducer sheath and dilator were received for evaluation. The sheath distal tip had been split and the dilator distal tip had been punctured. For transseptal access with a brk needle, swartz left sided (sl series) transseptal guiding introducers are recommended. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator tip puncture is consistent with the incorrect use of the device.

Event description:
This report is to advise of an event observed during analysis confirming a punctured sheath.